Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. (B)(4).

Event description:
The manufacturer's international sales office reported that the v60 unit displayed message of machine and proximal pressure sensors failed. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported issue. Review of the device diagnostic history log found the presence of multiple error codes suggesting that a spi (serial peripheral interface) bus failure occurred. The spi bus is an internal communication link between the cpu (central processing unit) and the gas delivery system. This communication link is what is used to read the calibration data for the pressure and flow sensors as well as to read the actual values of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition of the pressure and flow sensors; a failure of the communication link can result in a vent inop condition. Data acquisition pcba (printed circuit board) to motor controller pcba cable was replaced to address the issue.